Manufacturer narrative:
E1: phone-(B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during an interventional procedure involving the right superficial femoral artery (rsfa), an advance 18 lp low profile balloon catheter¿s balloon ruptured after atherectomy (using another manufacturer¿s atherectomy device). The patient's anatomy was reportedly calcified. After the atherectomy, the user attempted percutaneous transluminal angioplasty with the complaint device; however, the balloon ruptured upon the first inflation at eight atmospheres. The balloon was not inflated inside of a stent prior to rupture. An inflation device was used, and blood was noted in the inflation device. The procedure was successfully completed by using a new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.